Event description:
A valiant navion stent graft was implanted during an endovascular procedure for the treatment of an thoracic aortic aneurysm and dis section.  It was reported that the patient expired 22 days later. The cause of death is unknown. No additional clinical sequelae has been provided and the patient has expired.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.